Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Date of implant: unknown as information was not provided but referred to as in (B)(6) 2015. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. Summary of investigational findings: according to review of imaging the filter was implanted in good position. During the filter retrieval the filter did not change position in the cranial/caudal dimension by any significant amount, but rather changed the angulation in reference to the ivc itself. At the time of explant one primary leg and two secondary legs extended outside the wall of contrast by 1.4cm and 7mm, respectively. The retrieval technique is not reported, but manipulation in the area of the filter implant may have contributed to changes in the filter configuration. The filter was successfully retrieved. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Lot# and rpn are unknown, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: filter changed position to a more caudal position, as well as the struts being possibly extra caval. Patient outcome: the filter was able to be retrieved due to the physicians skill set and thankfully no issues were noted by the patients post successful retrieval.

Manufacturer narrative:
(B)(4) lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. Investigation is still in progress.

Event description:
Description of event according to complainant: filter changed position to a more caudal position, as well as the struts being possibly extra caval. Patient outcome: the filter was able to be retrieved due to the physicians skill set and thankfully no issues were noted by the patients post successful retrieval.